Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2019, a 21mm trifecta valve was implanted in the patient. On (B)(6) 2025, a 23mm navitor vision valve was chosen for implant in a 21mm trifecta valve.

Manufacturer narrative:
An event of shortness of breath and stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined.